Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a "possible" overlay issue. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date:03/26/2019. Manufacture date:03/20/2019. The customer replaced the overlay to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.